Manufacturer narrative:
Although a certain amount of force to the rasp using a surgical mallet can cause the rasp to break, it cannot fully be determined as to how the rasp broke. According to the surgical technique guide, final positioning can be accomplished by gently impacting the rear end of the inserter forceps tool with a surgical mallet. There were no issues with implants, screw or cages.

Event description:
Discovery rasp (14 x 16, 7-8mm) broke when mallet was used.